Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, weakness, vomiting, fatigue, and hunger. The patient's mother called an ambulance due to this and noticed insulin leaking from the pod. The ambulance arrived and assisted in placing a new pod. At the ER, the patient was treated with fluids and insulin. The patient was discharged after 8 hours.